Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was (B)(6) for (B)(6). The patient also had vegetation and was treated with intravenous antibiotics. This rv lead was explanted. No additional adverse patient effects were reported.